Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00247 on 12/14/2016 for (B)(6) advia centaur xp anti-hbs2 (ahbs2) results on a patient sample. Additional information (04/20/2017): the advia centaur xp anti-hbs2 (ahbs2) results obtained on (B)(6) 2016 do not match clinically, however they are around the ahbs2 assay cutoff. The ahbs2 results on (B)(6) 2017 were within the retest zone, and upon repeat, the sample would be considered (B)(6). The ahbs2 result on (B)(6) 2017 was within the retest zone, and was not repeated per the ahbs2 instruction for use (IFU). The cause for the (B)(6) advia centaur xp anti-hbs2 (ahbs2) results is unknown. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." "Retest zone: samples with an initial value > (B)(6). If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are > (B)(6), then the sample is considered to be (B)(6). If 3 results are available and 2 results are < (B)(6), then the sample is considered to be (B)(6)." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the false reactive advia centaur xp anti-hbs2 (ahbs2) result is unknown. Siemens is investigating. The instruction for use (IFU) states under the interpretation of results section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." "Retest zone: samples with an initial value > 8 and < 12 miu/ml. If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are < 10 miu/ml, then the sample is considered to be reactive. If 3 results are available and 2 results are < 10 miu/ml, then the sample is considered to be nonreactive.

Event description:
A false reactive advia centaur xp anti-hbs2 (ahbs2) result was obtained by the customer on a patient sample and considered discordant compared to an ahbs non-reactive result interpretation. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp ahbs2 result.